Event description:
It was reported the tlc55 was used during a large bowel resection. It was reported the pt was readmitted due to a bowel leak. No other info is available at this time. Rep will call back if he obtains additional info. 10/20/1997 the rep reports the lot number of the instrument. 10/20/1997 it was reported the original procedure was on 08/27/1997. The pt was readmitted on 09/23/1997 and the pt was then taken to the or for possible abdominal aortic aneurysm repair. During the reop it was discovered there were several abcessess and a bowel leak.